Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date implanted - 2006. Date explanted - remains implanted. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent left total knee arthroplasty on an unknown date in 2006. A revision procedure has been indicated due to unknown reasons; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent left total knee arthroplasty on december 11, 2005. A revision procedure has been indicated due to unknown reasons; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent left total knee arthroplasty on (B)(6) 2005. A revision procedure has been indicated due to unknown reasons. Additional information reported the patient was revised (B)(6) 2015.